Manufacturer narrative:
Device evaluation: three photos were provided by the customer and used in the device evaluation. One showed the cassette filled with a clear liquid with air bubbles inside. The second showed a label but no device. The third shows a cassette observed to have fluid in the pump tube. One sample was received in used condition. The visual inspection found multiple markings on the case but no other damage. During the functional testing, the cassette was filled with water and fluid was able to flow through the device with no alarms activated by the pump. The customer reported fault was not confirmed. The root cause was unable to be determined. No relevant non-conformance or findings were found during the DHR review.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable had air bubbles and caused the device to alarm. No adverse patient effects were reported by the customer.